Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a high blood glucose value of 400 mg/dl at the time of the incident and then the insulin pump had a blank display. The customer took a manual injection to treat the high blood glucose reading. Troubleshooting was performed and the customer was assisted in information on proper battery usage and variability of battery quality. Nothing will be replaced or returned.